Manufacturer narrative:
This supplemental report is being submitted to correct the MDR aware date in section g3 from the initial MDR. The correct aware date should have been nov 28, 2023 and not nov 28, 2022.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be identified although it can be presumed that it was due to the user using a high energy accessory without keeping enough distance from the distal end of the subject device. The event can be detected/prevented by handling device in accordance with instructions for use ¿inspection of the endoscope¿ and ¿4.3 using endo therapy accessories¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during reprocessing, the distal end of the bronchovideoscope was noted to be defective. Upon inspection of the customer¿s returned device it was observed, the plastic distal cover was burnt. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in b5, it was observed that the bending section cover (a-rubber) adhesive was separated, and the connecting tube had collapsed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.